Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device did not identify any product defects. There was adhesive material on one of the inner plastic packaging retainers. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a primary tka, not revision. Surgeon saw inner packaging of attune rev tray plastic container. Plastic package was stuck to the outer wrap. Bubbles and tacky appearance on inner plastic. Surgeon did not want to use the implant from package. A surgical delay of 2 minutes. No adverse events for patient. Surgery finished well.

Event description:
Additional information received states that there were no adverse events for the patient. The surgery finished well.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.